Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to failure to recharge their scs. System. Reportedly, the ipg was inoperable and as a result was replaced to address the issue. Therapy was restored postoperatively thus resolving the issue.